Manufacturer narrative:
Neither the kit lot number nor the sample were provided for further testing. An in-house investigation was unable to be conducted. A review of the complaints reported (B)(6) reveal that all of the alere determine hiv 1/2 ag/ab combo lots are performing to label claims. The evidence available does not indicate that the product is outside label claims. The exact root cause of the reported issue could not be determined. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A (B)(6) result was reported on a fingerstick blood sample tested with the alere determine hiv 1/2 ag/ab combo. Date of event not reported. The patient was confirmed (B)(6). There is insufficient information to determine if a malfunction occurred. The patient gender, pregnancy status, treatment and patient outcome were unknown. At the time of the event, there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4), inc.; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4).